Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der states that ae received for deep infection, right total hip. Event does meet the definition of serious and is considered severe. Event is definitely not related to device and definitely related to procedure. Treatment includes revision of depuy head and liner on (B)(6) 2017. Doi: (B)(6) 2017; ae: (B)(6) 2017 revision: (B)(6) 2017 right hip.